Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had recent artificial urinary sphincter (aus) replacement surgery in (B)(6) 2020. The patient still continued to leak some despite the system appearing to work. The patient was referred to a different physician who then verified that the 3.5 cuff was not tight enough which was causing the leaking. Implanting physician placed 3.5 cuff due to patient had extremely small urethra from previous surgeries. Replacement physician states think the cuff was originally in a good location but he chose to move more proximal in order to get to healthier urethral tissue. Patient had significant urethral atrophy. He removed the full system and replaced with a much more proximal cuff and repaired the small urethra he placed a 5.5 cuff , he also downsized the pressure balloon to a 51-60 and placed a new control pump. The system was connected and a cystoscope at the end verified perfect coaptation. Physician expects the patient should do well

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had recent artificial urinary sphincter (aus) replacement surgery in (B)(6) 2020. The patient still continued to leak some despite the system appearing to work. The patient was referred to a different physician who then verified that the 3.5 cuff was not tight enough which was causing the leaking. Implanting physician placed 3.5 cuff due to patient had extremely small urethra from previous surgeries. Replacement physician states think the cuff was originally in a good location but he chose to move more proximal in order to get to healthier urethral tissue. Patient had significant urethral atrophy. He removed the full system and replaced with a much more proximal cuff and repaired the small urethra he placed a 5.5 cuff , he also downsized the pressure balloon to a 51-60 and placed a new control pump. The system was connected and a cystoscope at the end verified perfect coaptation. Physician expects the patient should do well